Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
It was reported that the customer had a skin reaction at the site of the adc freestyle libre sensor. The customer experienced symptoms of burns, pain, and "white point at the sensor". The customer had contact with a healthcare professional, who prescribed amoxicillin 500mg (oral antibiotic) and betadine as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported that the customer had a skin reaction at the site of the adc freestyle libre sensor. The customer experienced symptoms of burns, pain, and "white point at the sensor". The customer had contact with a healthcare professional, who prescribed amoxicillin 500mg (oral antibiotic) and betadine as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the returned sensor, the sensor showed no signs of damage caused by misuse and no issues were observed. The sensor adhesive was returned. The sharp was not returned. Visual inspection of the sensor tail performed, and watermark observed at base. Sensor plug was returned and fully seated. Removed plug and inspected plug assembly and no damage was observed. The sensor pack and applicator were not returned. No malfunction or product deficiency has been identified.

Event description:
It was reported that the customer had a skin reaction at the site of the adc freestyle libre sensor. The customer experienced symptoms of burns, pain, and "white point at the sensor". The customer had contact with a healthcare professional, who prescribed amoxicillin 500mg (oral antibiotic) and betadine as treatment. There was no report of death or permanent injury associated with this event.